Event description:
It was reported that when the customer was disconnected from the insulin pump his blood glucose did not increase, but it did increase when he uses the suspend function. The customer believes the device delivers insulin when it is in suspend mode. The customer was uncomfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.